Event description:
Caller states the pt tested 1.6 inr on the coaguchek xs system and 3.2 inr on a comparison lab. No treatment info provided. No adverse event reported. Reported. Requested return of suspect system for evaluation.